Event description:
It was reported the alarms were not generated by the monitor and the patient passed away. The customer requested assistance in retrieving the logs from the monitor and central station.

Manufacturer narrative:
The customer stated the patient had a pacemaker and the patient death was expected. The customer is performing their own internal investigation and stated there is no link between the patient death and the equipment. The clinical audit logs have been provided and are currently investigated by the product support engineer (pse). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone number: (B)(6) 2024.

Manufacturer narrative:
The customer reported the patient passed away at 15:10; however, per the logs the asystole alarmed at 15:25. A philips product support engineer (pse) evaluated the device logs and confirmed that the device was working as designed. The following alarms have been generated and the following acknowledgements occurred during the time of the event: 19 x **hr low alarms between 14:27:36 until 14:37:00. 1x *** extrbrady alarm at 14:37:04. 7x **hr low alarms between 14:39:06 until 14:41:28. 9x acknowledged at central station at14:42. 38 x **hr low alarms between 14:43:11 until 15:19:44. 3x acknowledged at central station at 15:21. 3x **hr low alarms between 15:21:36 until 15:24:49. 5x *** extrbrady alarms between 15:24:50 until 15:25:18. 3x *** asystole alarms between 15:25:3 until 15:25:58, acknowledged at central station at 15:26:12. 4x alarm reminder (realarm) between 15:28:17 until 15:35:41, all acknowledged at central station. The customer stated they are doing their own internal investigation, and they will not provide any further information. Based on the information received from the customer, there was no evidence of a link between the patient death and the device. As stated by the pse, the asystole alarm is one of the highest-priority alarms in intellivue. For the asystole alarm to occur, the asystole condition must be detected by the algorithm. As no ECG strips are available, we can only assume that no asystole condition was met at 15:10 and the alarm log supports that theory. Around 15:10 some of the 38x **hr low alarms were announced, meaning the algorithm still detected valid heart beats (with low frequency though) and not asystole event. The reported problem could not be confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.